Event description:
It was reported that the light lead was plugged into a light box and immediately became hot. It was further reported that the light lead burnt the operating table mattress.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode could not be confirmed. The unit was found to have excessive broken fibers and a yellowish tint to the outer sheath; those conditions indicate long usage. Measurements were performed and the results concluded that the cable was not in functional condition and should not have been used. Finally, the product had lower temperature output as compared to a new out-of-box cable. It should also be noted that the product was used with a non-stryker product which could have contributed to the reported failure. In sum, the product was returned for investigation but the reported failure could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the light lead was plugged into a light box and immediately became hot. It was further reported that the light lead burnt the operating table mattress.